Manufacturer narrative:
The used cartridge was not returned for evaluation. Qualified associated products were indicated. It is unknown if the associated lens was in the qualified diopter range. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 4 other complaints in the reported lot number, 3 of which were from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, a foreign material was found between the back of the intraocular lens and the capsule when implanting. The physician suspected that some foreign material in the cartridge may have adhered when setting the lens in the cartridge. An additional viscoelastic substance was injected and the irrigation aspiration tip was inserted between the back surface of the lens and the capsule to remove the foreign material. The surgery was completed without problems and there are no problems with the visual acuity following surgery.